Event description:
After diabetic pt's leg amputation was aborted due to uncontrollable bleeding during the process of amputation, pt was discharged to home with physician prescribed v.a.c. Freedom for use on 3 wounds on the leg to be amputated. Pt was using coumadin as a blood thinner. According to family members' report to home health nurse, the pt wasn't feeling well while sitting up in their kitchen, and the family member noticed a pool of blood on the floor below the pt's leg, presumably from the wound that bled uncontrollably during the aborted amputation. 911 was called, yet by the time the et arrived, the pt was deceased. The cause of death has not been reported to the MFR.